Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a perforation during a trans-septal atypical flutter procedure using an intellamap orion catheter, blazer dx, and intellanav mifi oi catheter. The physician did not notice until half way through the ablation. A pericardiocentesis was performed, and 1 liter of fluid was removed. The physician was unable to complete the procedure, and the patient was then sent to the ICU in stable condition. The physician was not sure what caused the effusion.